Manufacturer narrative:
The failing sensor cassettes were retrieved from the customer sites and tested. Through chemical analysis, it was determined that an iron-rich plaque was present on the reference membrane that led to the analyzer exceeding specifications for ph, potassium, sodium, calcium and chloride. The current software alerts the user to exchange the sensor cassette when a buildup of this iron rich plaque occurs within the sensor cassette. The field correction has been initiated to upgrade all abl 90 flex analyzers to a new software version which will perform a check during a normal system flush which is done using the rinse solution. This will allow the analyzer to detect the bias and notify the user immediately and automatically disables the sensor cassette so that it can no longer be used.

Event description:
The analyzer yielded false pt results for blood measurements because of the malfunctioning sensor cassette. Comparison measurements against another abl90 flex and one abl800 showed mean differences of -7% for na+, -5, 8% for k+ and -13, 6% for ca2+. Automated qc's and calibrations performed by the instrument all passed, so the instrument did not show any warnings at the time the measurements were performed. When the sensor cassette was replaced the issue was resolved.